Event description:
Related manufacturer reference number: 2017865-2024-72425. Related manufacturer reference number: 2017865-2024-72426. It was reported that the patient presented in the clinic with extreme pain on the implant site. The pacemaker was explanted and moved to the left side. The right atrial and right ventricular lead were replaced, and new leads were implanted on the left side. The patient was in stable condition.